Event description:
Baxter reported a transfer set with a cracked / broken spike. The transfer set had been in place for 75 days. No pt injury or medical intervention was associated with this incident.